Manufacturer narrative:
.

Event description:
D-stat flowable was used in a patient procedure. The radiologist was using it to seal an access tract, and the patient reacted with a seizure that lasted for about a minute. A code blue was called because some of the patient's other readings were affected, but it was cancelled shortly after. The patient recovered from the seizure. No product was returned for investigation, and after three attempts to gather information from the site of the adverse event, no further information could be received.